Event description:
The field application specialist reported the customer had an issue with imprecision for qc material and patient samples for carbamazepine. Of the data provided for 10 patient samples, the results for six patient samples were discrepant. All results are in ug/ml. Patient sample 1 initial result was <0.5 and the repeat result was 1.3. The initial result was reported outside the laboratory and was corrected. This patient was tested with carbamazepine reagent lot 67263801 with an expiration date of 12/31/2013. On (B)(6) 2013, patient sample 2 was from a (B)(6) female. The initial result was <0.5 and the repeat result on (B)(6) 2013 was 0.797 (0.8). The initial result was reported outside the laboratory. On (B)(6) 2013, patient sample 3 initial result was 8.6 and the repeat result on (B)(6) 2013 was 12.029 (12.0). The initial result was reported outside the laboratory and was corrected. On (B)(6) 2013, patient sample 4 initial result was 2.7 and the repeat result was 4.1. The initial result was reported outside the laboratory and was corrected. Patient sample 5 initial result was 3.4 and the repeat result was 5.1. The initial result was reported outside the laboratory and was corrected. On (B)(6) 2013, patient sample 6 initial result was 3.7 and the repeat result on (B)(6) 2013 was 5.713 (5.7). The initial result was reported outside the laboratory and was corrected. No patients were adversely affected. The carbamazepine reagent lot used for patients 2 through 6 was 67641301 with an expiration date of 04/30/2014. The field service representative checked the analyzer and could not determine a cause. He found the analyzer appeared to be functioning correctly. The field application specialist determined there was an issue with reagent handling. She reviewed the product labeling concerning working reagent preparation. She trained the key operators and demonstrated working reagent preparation. She also deleted special wash programmed for the carbamazepine assay. She verified the carbamazepine calibration and controls were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.